Manufacturer narrative:
Calibration and controls are within specifications, so a reagent issue is not likely. Upon review of the alarm trace, no fluid detected or not enough fluid alarms occurred. This indicates there may have been insufficient sample volume or pipetting issues. The sample was spun for 15 minutes at 3500 rpm, which is 3834.74 g. The tube manufacturer's centrifugation recommendation is 5 minutes at 3000 g or 10 minutes at 1800 g 20°c. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted with a creatinine value of 3.9 mg/dl. The sample was repeated twice on 14-sep-2019, resulting with values of 1.19 mg/dl and 1.19 mg/dl. The creatinine reagent lot number was 41531401, with an expiration date of 31-mar-2021.